Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was replaced because charge times were too long. The physician implanted another ICD.